Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during device check, the autopulse platform system (sn (B)(4)) displayed "system error, out of service, revert no manual CPR". No patient involved.